Event description:
Percutaneous coronary intervention (pci) was being performed on a 90% de novo lesion in the proximal left anterior descending artery (lad). The lesion was moderately calcified and slightly tortuous. The lesion was pre-dilated with an unknown balloon and the 3.5x18mm cypher stent was delivered to the target lesion. During inflation of the balloon catheter to deploy the stent, the balloon would not inflate. It was removed and while retrieving the stent delivery system (sds), the balloon would not move at all. The sds also stretched. An additional guide wire was inserted through the implanted stent and the sds was removed from the patient. Post-dilation was conducted with a different balloon to inflate the stent. The procedure was successfully completed and there was no reported injury to the patient. The physician also commented that he did not feel friction during delivery of the cypher.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also reported to be available for testing and evaluation, but so far, has not been received by the manufacturer. Additional information received will be submitted within 30 days upon receipt.